Manufacturer narrative:
The lead was returned with no reported complaint. As received, a complete lead was returned in one piece. Visual, electrical, and x-ray examination of the lead did not find any anomalies.

Manufacturer narrative:
The reported events of lead dislodgement, stylet stuck inside lead, and "proximal terminal pin of the lead itself breaking off" were not confirmed. As received, a complete lead was returned in one piece. Visual, electrical, and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet was stuck in the left ventricular lead. When the stylet was removed, the lead had dislodged and exhibited damage at the proximal terminal pin. The lead was removed and replaced during the same procedure on (B)(6) 2021. The patient was stable.